Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. However, no damage was identified with the implant that would cause or contribute to the reported events. Markings are likely due to the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1259010. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259010 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error ¿ improper techniques used during placement or patient factors. Therefore, based on the available information, device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the patient was having significant ongoing pain, particularly the molar area around the implant at tooth location #28. Numbness of the right lower lip and chin were also reported. Given the numbness, we reviewed the radiograph together noting that the apex of the implant is adjacent to the mental foramen. The implant was removed. Symptoms as a result of the event: pain and numbness.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.